Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Once she received the motor error alarm, the insulin pump turned off. She received a failed battery test alarm. The insulin pump was exposed to an MRI. At first the buttons on the insulin pump were unresponsive but she was able to clear the alarms. The insulin pump had a crack by the drive support cap and on the bottom where the medtronic label is. A piece of the insulin pump was coming apart. Her blood glucose level was 250 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.